Event description:
It was reported that a freestyle libre 3 plus sensor paired with the ilet entered warm-up but then failed to provide glucose readings and triggered a dosing stops soon alert, consistent with intermittent communication failure involving the electrical/magnetic subsystem and antenna; the pairing issue was resolved after the user toggled between sensor types, rescanned, restarted the app, and re-paired. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the libre 3 plus sensor, characterized by intermittent communication failure traced to the antenna/electrical-magnetic communication path. It was concluded, based on previously established findings for similar reports, that the cause was component failure.

Manufacturer narrative:
Initial.